Manufacturer narrative:
The implanting clinician checked the wound and determined that an infection was present and an explant procedure needed to be performed to help with clearing the infection. The implanting clinician did not take any cultures to confirm the infection. The explant procedure was scheduled to take place on (B)(6) 2020. Both stimulators were explanted on (B)(6) 2020, without complication. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact prior to implant, and the procedure was completed following the product instructions for use. Based on this information, the infection was confirmed/replicated; there is no evidence that the product did not meet specifications, and the stimulator is used for the treatment of pain. The cause of the infection is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient went to a follow-up appointment with the implanting clinician to check the wound. The clinical representative was present at the follow-up appointment. The implanting clinician checked the wound and determined that an infection was present and an explant procedure needed to be performed to help with clearing the infection.